Event description:
On 06/22/1999, the surgeon informed the manufacturer's (MFR's) sales representative of the following: the surgeon was unable to attach the device catheter to the device due to the size discrepancy between the catheter lumen and the fitting on the device stem. The surgeon was forced to use additional operating room time removing the device and implant another MFR's device. It was also stated that the device in question is not available to be returned to the MFR for evaluation (discarded by the facility). No further details were provided.